Event description:
It was reported that the wireless recharger stopped working and the indicator light was flashing and did not turn on again. It is not known if the patient did not follow instructions for no damage, however the delivery of the equipment was on december. A reset was attempted, but this did not resolve the issue. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received: it was reported that a new device had been delivered to the patient and the recharger was sent to the warehouse for inspection.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.